Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had migrated and they had pocket pain. A pocket revision was performed and the device remains in use. The patient was a participant in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).